Event description:
It was reported that the customer was admitted to the intensive care unit after being hospitalized with a blood glucose level of 900mg/dl, and ketones that were identified as dangerous by a healthcare provider. Reportedly the customer was treated with an insulin drip, and injections. Reportedly, the customer experienced a heart attack and stroke reportedly, the customer was released on (B)(6) 2025 with the issue resolved and damaged eyesight due to blood clot, and a small heart blockage. System check with tandem technical support confirmed the pump was functioning as intended.